Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data analysis, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations to the reagent lot 42061be00 and complaint issue. A technical review of field data for alinity s anti-hcv was performed. Overall reactive rates of complaint lot 42061be00 across applicable peer sites and across all customer sites outside the us were collected and assessed. Since taipei blood center has no active connection to review their logs from the instrument, a field data analysis to assess the performance of the customer itself was not possible. Across all customers outside the us the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 42061be00 are within product requirements. Furthermore, at the peer sites the performance of lot 42061be00 is within product requirements. Lot 42061be00 performance overall:(B)(6) specificity lot 42061be00 performance at peer sites: (B)(6) specificity a review of all test results obtained for the eight samples in question was performed. The customer became tor (test of record) for alinity s in (B)(6) 2022. The repeat donors were previously tested negative on diasorin murex anti-hcv (version 4.0). When the new draws were tested on alinity s anti-hcv repeat reactive results were obtained, supplemental western blots were reactive while nat resulted negative. Based on the available test results, these samples are considered reactive. The samples in question could represent donors with a treated or resolved hcv infection resulting in low-level antibodies. When introducing a new screening assay a complete alignment of results for identical samples may not occur between the new method and the previous method when performing a method comparison. Differences between sample results using the previous method and the new method may be due to a difference in sensitivity and/ or specificity as well as different non-specific interactions. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation alinity I anti-hcv reagent lot 42061be00 is performing as intended, no systemic issue or product deficiency of the alinity I anti-hcv reagent was identified.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06p04-55 that has a similar product distributed in the us, list number 06p04-60.

Event description:
The customer reported false repeat reactive alinity s anti-hcv results for 8 donor samples after implementing the alinity s analyzer at their site. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): donor #1: initial result: 8.34 s/co, repeat 1: 7.30 s/co, repeat 2: 7.71 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.234 s/co (negative). Donor #2: initial result: 3.92 s/co, repeat 1: 3.62 s/co, repeat 2: 3.74 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.267 s/co (negative). Donor #3: initial result: 2.00 s/co, repeat 1: 1.84 s/co, repeat 2: 1.99 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.695 s/co (negative). Donor #4: initial result: 2.14 s/co, repeat 1: 2.39 s/co, repeat 2: 2.23 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.287 s/co (negative). Donor #5: initial result: 1.26 s/co, repeat 1: 1.29 s/co, repeat 2: 1.28 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.222 s/co (negative). Donor #6: initial result: 1.75 s/co, repeat 1: 1.64 s/co, repeat 2: 1.73 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.223 s/co (negative). Donor #7: initial result: 1.79 s/co, repeat 1: 1.73 s/co, repeat 2: 1.70 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.240 s/co (negative). Donor #8: initial result: 1.56 s/co, repeat 1: 1.78 s/co, repeat 2: 1.61 s/co / western blot: positive / nat: negative / evolyzer-2 diasorin murex: 0.325 s/co (negative). There was no impact to patient management reported.